Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q floor device. The user reported that the system neither generated a dose report nor displayed it on the monitor. Additional information was provided that the issue occurred during a patient procedure, which was continued on the same system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Detailed investigation of the available log files showed no dose regulation issue. The dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. However, the dose was not displayed on the monitor as the dose area profile (dap) chamber, which is used for the dose value display, was defective. The chamber was replaced as part of a service activity, which resolved the issue. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The dose display issue does not have affect system functionalities, e.g., x-ray, movement, or the dose regulation. The incident described in the adverse event is therefore not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.